Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-16514; related manufacturer reference number: 2017865-2019-16515. It was reported that the patient presented for a follow-up in clinic. Upon device interrogation, episodes of noise resulting in inappropriate automatic mode switching on the patient's right atrial lead and underpacing due to pacing inhibition on the patient's right ventricular lead were observed. The patient's pacemaker was also suspected but it is unknown. No intervention was performed. The patient's condition was asymptomatic throughout the event.

Event description:
New information noted that the patient presented for a routine generator change procedure on (B)(6) 2019. The patient's pacemaker was explanted and replaced. In addition, the patient's right ventricular lead exhibited low pacing impedance values on (B)(6) 2020. Programming changes were made on (B)(6) 2020 to address both the low pacing impedance values along with the previously reported history of noise. The patient's condition was stable throughout the event.